Manufacturer narrative:
Our investigation into this complaint has now concluded. As of today, no sample requested for this complaint has become available. A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. Due to the nature of the reported issue this was referred to one of our medical specialists who have made the following statement the unknown diagnosis for which the subsequent laser therapy itself was indicated, frequency of dressing changes, and/or a possible sensitivity to one or more of the components in the dressing cannot be ruled out as possible contributing factors to the reported itching, redness, and peeling. It remains unknown at this time if the issue has resolved. The patient impact beyond the reported symptoms cannot be determined. No further medical assessment is warranted at this time.

Event description:
It was reported that the patient used opsite flexi and once removed, there was a red patch where the bandage was, the skin was peeling. The condition treated was a wound after laser was done. The customer applied paw ointment cream after skin was peeling.